Event description:
The ge oec 9800 fluoroscopy system had intermittent reports of monitor going dim then returning to normal function with exposure.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the screen-saver timer had been reduced to 10 minutes in stead of the recommended 30 minutes. Screen-saver time increased to 30 minutes and users advised of normal system functionality. No system malfunction, user error. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.